Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 21 months ago. Aneurysm and vessel morphology from the time of implant are unknown. Currently the aortic neck angulation is 80-90 degrees. It was reported that the bifurcated stent graft and a proximal aortic cuff were found to have migrated distally 2 cm due to angulation and disease progression of the proximal neck; however, there were no endoleak noted. An endurant aortic cuff (B)(4) was placed to resolve the stent graft migration. The cuff was placed 4mm below the lowest renal due to the neck angulation. There were no endoleak noted and there was good overlap. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration); patient's condition affected effectiveness of device (disease progression and angulation of the aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression and angulation of the aortic neck).